Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of over infused during volumetric test twice' was reproduced. A review of the event history log (ehl) revealed occurrences of infusion with no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment and m2/m3 springs need replaced. The pressure plate travel requires readjustment and the m2/m3 springs will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during volumetric test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.